Event description:
This 27 yr old male underwent acl reconstruction 10/1/96. The screw broke of while inserting into acl graft. A 7mm guide was placed over the top and a hole was made where the pin guide would go. The guide pin ws placed next: this was then drilled with a 10mm endoscopic drill. Eccentric guide was placed from distal to proximal, and a notch was made over the anterior aspect of the femoral tunnel. Two-pin passer was then used and the graft was then passed from distal to proximal. A 7x2 5 mm 6 key screw was placed up into the femoral tunnel. After 10mm of the screw was in and had purchase, the screw broke and could not advance an further nor could it be removed.